Event description:
It was reported cadd solis vip ambulatory infusion pump failed ratet est. No patient injury reported.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 18-may-2022 via email. And attached to complaint object. No patient involvement. And no problems found by smiths when it was sent in. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated, problem was duplicated. The reservoir volume was set at 0 ml. This setting will cause the device not to deliver. Running three accuracy tests, the pump was found to be within manufacturing specifications. No product problem was found. The cause of the reported problem was traced to the user settings of the device. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found, during the review of service and repair records. Therefore, no manufacturing DHR review is needed.